Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy liquid. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unspecified date, the patient was treated with vancomycin for the event. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was unknown. No additional information is available.